Event description:
It was reported that the patient had a shoulder revision due to suspected infection and component loosening/dissociation. All components were removed except the humeral stem. The procedure was completed by converting the patient to a hemiarthroplasty by adding a taper adapter and humeral head to the original humeral stem. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. D10: concomitant medical products, part (lot): 110030776(66072594). 110031427(66138558). 10031399(66714727). D10: associated product information, part (lot): 110032420(66638102). 115395(66542232). 180558(66178015). 180552(66817151). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b4; b5; d2; e1; e2; e3; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is not confirmed. Product has not been evaluated as it has been determined the event is not related to device. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,¿and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Root cause of the reported event is not device related. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.